Event description:
The physician reported the pt was undergoing an embolization in october 2006. The physician reported that the distal tip of the microcatheter was advanced to the right internal carotid posterior communicating artery (icpc), with the use of a guide wire that had been steam shaped at 45 degrees before use, and a guide catheter. The physician reported when the coil was inserted into the catheter, no resistance was felt. The coil was reportedly the first coil to be used in this procedure. The coil was inserted into the aneurysm and noted to be undersized. As a result, the coil needed to be removed. The physician reported when he attempted to retrieve the coil by pulling back the delivery wire, the coil unraveled. The coil was successfully removed along with the catheter, by pulling back the catheter slightly. The physician noted that the coil had been detached without electric detachment per inspection of the device after the coil had been removed. After removal of the coil and catheter, another catheter was used, and 10 coils were successfully deployed. The procedure completed. Continuous flush was reportedly maintained throughout the procedure. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.